Manufacturer narrative:
(B)(4). The device was evaluated by baxter. During the eval the device displayed upstream occlusions. Further investigation found the upper readings on the upstream sensor to ne put of spec caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to upstream occlusion alarms. The upstream sensor has been replaced.

Event description:
During testing by baxter the pump alarmed a constant upstream occlusion alarm. There was no pt involvement. No further info is available.